Event description:
Needle stylet broke in half in pt while doctor was inserting cement.

Manufacturer narrative:
Eval of the actual complaint sample confirmed the coaxial sleeve had broken approx 1 cm below the ub of the assembly. Inspection of the break in the sleeve noted the sheer area was bent suggesting the sleeve cannula was bent prior to the break. The actual source of the bent or resulting break could not be identified by the complaint investigation. Therefore; based on the investigation results, a definitive root cause could not be identified. The location and nature of the break suggests that the coaxial sleeve was bent prior to use, but the investigation was unable to determine the potential source. A device history review, raw material history files for the listed mfg lots showed no recorded quality problems or rejections related to this incident. A review of applicable mfg procedures did not identify any issues that may have contributed to the identified failure mode. All applicable mfg and quality personnel will be notified of this failure mode in an effort to heighten awareness and minimize any impact from the mfg process.